Manufacturer narrative:
The initial reporter address was not provided.

Event description:
The advocate for the customer noticed segments missing from the meter display: "b" in the units postion and "g" in the 10's position. Apparently the customer was not aware of it. No adverse event was alleged.the advocate was advised to return the meter for evaluation. A replacement meter was sent to the customer.